Event description:
It was reported that during use the screw backed itself out of the pump and lowered the patient back down to the bed. The caller states that the screw has been retightened, but it is just free spinning inside of the connection. The caller has no further information to provide.